Manufacturer narrative:
Analysis revealed unexpected edit/software unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a planning station being used outside of procedure. It was reported that the device was showing "sr manager failure" upon start up. The device was rebooted a few times and eventually got it to work.